Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up fully even after multiple restarts. Analysis of system log file by fse showed the error tsm console did not boot. To resolve the issue, the biomed switched the display input using kvm switch and restarted the system. Later the issue reoccurred and fse found that the issue was due to defective video switch power supply and replaced the video switch and kvm extender power supplies in that work order. Following the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not boot up successfully. The issue was found outside of clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.